Manufacturer narrative:
H2) a software analysis was initiated. However, the software evaluation found as not a software issue, not a software issue. All operations are good. Software functioning as designed. Codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and replaced rotate motion controller and motion interface enclosure. All operations are good. B01, c07, d02, g02008, g04035, g04035 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001. Product ID: bi71000180r. Product ID: bi71000444r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) gets stuck in the "initializing system, please wait" screen. As a troubleshooting step tried booting the mobile view station (mvs) and ias with the umbilical disconnected, but the ias was still stuck on the initializing system screen on the pendant. Retrieved logs from the imaging system, and two error lines said "dmcexception caught on positioner controller", "device failed to open. Error code 1101". The case was aborted due to the malfunctioning imaging system. Remote log not set up on system. This issue occurred pre operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.